Event description:
It was reported that the pump was not recognized when plugged into a computer to upload pump data. There was no reported impact to customer's blood glucose level. This event is being reported based on the evaluation of the returned device. During evaluation, the pump did not initiate charging when plugged in and damaged usb pins were observed.